Event description:
The peritoneal dialysis registered nurse (pdrn) reported to fresenius that the patient was diagnosed with peritonitis. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the outpatient home dialysis clinic in (B)(6) 2025 and was diagnosed with peritonitis. A peritoneal effluent fluid culture was collected, and the patient was treated at home with intraperitoneal (ip) vancomycin (dosage, duration, frequency not provided) by the patient¿s caregiver. The patient¿s peritoneal effluent culture result returned positive for staphylococcus aureus (date not provided), and the patient¿s antibiotic was continued. The patient has recovered from the serious adverse events and continued to undergo ccpd therapy at home utilizing the same liberty select cycler without any reported issues (no replacement ordered). The pdrn attributed causality to an unspecified breach of aseptic technique by the patient¿s caregiver (education provided). During follow-up, there was no allegation the serious adverse events were caused by a fresenius product(s) and/or device(s) deficiency or malfunction. It was reported the patient¿s caregiver improperly administered the patient¿s ip vancomycin, which prolonged the organism¿s presence in the patient¿s body. As a result, the peritonitis was not fully eradicated until december 2025 (negative cultures results were also obtained in (B)(6) 2026).

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the serious adverse event of peritonitis, which required antibiotic therapy. The pdrn attributed causality to an unspecified breach in aseptic technique by the patient¿s caregiver. Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum. Staphylococcus epidermidis is part of the normal human biota and is commonly found on the skin, anterior nares, and axillae. Per the pdrn, the events were not caused by any fresenius product(s) and/or device(s) deficiency or malfunction. Based on the information available, the liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius product(s) and/or device(s) caused and/or contributed to the serious adverse events. Furthermore, there was no report a fresenius product(s) and/or device(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications. This is further evidenced by the patient¿s continued use of the same liberty select cycler. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.